Event description:
Pt returned to cath lab s/p ekos. Ekos catheter removed from existing 6f pinnacle sheath. Quickcross catheter was inserted over the wholey wire and imaging performed. Cat6 penumbra 6f, 135 cm straight tip thrombectomy catheter was inserted over the wholey guidewire 260 cm x 0.089 cm. There was difficulty advancing the catheter. Md attempted to remove the catheter with some resistance. Upon removal, the catheter appeared to unravel leaving a portion of the catheter in the lower extremity (below the knee). Multiple attempts made to retrieve, but were unsuccessful. Procedure was aborted with foreign body remaining in the body. Wholey wire ref # (B)(4), lot #10859837, exp date: 01/06/2020, covidien llc.